Manufacturer narrative:
Additional information: h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap (pull ring) was not on the patient line of two (2) amia cassettes but were in the overpouch. This was observed prior to use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.